Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the patient experienced increasing pain, discomfort, and soreness, which in turn negatively affected the patients ability to walk and move. The patient suffered from a limp even with the use of a cane. The patient was found to have elevated levels of cobalt and chromium, and an MRI showed significant soft tissue reaction in her hip. Due to her ongoing discomfort, presence of a fluid collection, and elevated metal levels, patient underwent revision surgery. During her revision surgery, fluid, a large pseudotumor which encompassed an area about the size of a grapefruit, and an abundant amount of necrotic greenish-gray debris through the joint was found. The patient was converted to a constrained liner due to the destruction of her abductors by metal-on-metal adverse tissue reaction. The patient continues to experience pain with weight bearing. The patient continues to limp and require the use of a cane. Her physician has indicated that she will end up with a persistent limp due to the involvement of the abductor musculature with the adverse tissue reaction.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of pain.